Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 19-sep-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system main drawer 4.2 was not detected. A technical support specialist (tss) dialed into the station and confirmed that main drawer 4.2 was being detected, with no drawer failures identified. The tss requested the customer to confirm whether the issue was still occurring and to provide the specific cubie number and affected medication ID. Attempts were made to contact the customer; however, no response was received. The case was closed and no additional information was available.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es system experienced an issue where cubies were not displaying correctly on the drawer settings screen. A cubie loaded with medication in drawer 4.2 was not visible in the diagram view, although it allowed inventory actions. Additionally, another cubie in the same drawer and row had been unloaded of medication but could not be released, as the system incorrectly identified it as still containing medication. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.